Event description:
It was reported that during the procedure in the heavily calcified and moderately tortuous mid left anterior descending artery, a balance middleweight (bmw) guide wire was advanced into the patient anatomy. A 2.5 x 25 nc trek dilatation catheter was advanced into the anatomy and the balloon was inflated three times without problem. A 2.5 x 28 mm xience v rx stent system was advanced into the patient anatomy, but was unable to cross the target lesion. The device was removed from the anatomy and an iron man buddy wire was inserted into the patient anatomy. The same 2.5 x 28 mm xience v stent system was then re-inserted into the patient anatomy; however, it was still unable to cross the target lesion and was removed. The iron man guide wire was then removed from the patient anatomy and a non-abbott catheter was advanced into the patient anatomy over the bmw guide wire. The bmw guide wire was removed and the iron man guide wire was re-inserted. A new 2.5 x 28 mm xience v rx stent system was advanced; however, it was unable to cross the target lesion and was removed from the patient anatomy. As the stent system was being removed, the stent caught on the guide catheter and the stent dislogded, but remained on the iron man guide wire. A snare device was inserted into the patient anatomy and the dislodged stent was retrieved without difficulty. The bmw guide wire was then re-inserted into the patient anatomy. A 2.5 x 30 rx trek dilatation catheter was advanced into the anatomy and inflated two times. The device was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. To complete the procedure, a 2.5 x 16 non-abbott stent system was advanced into the anatomy and the stent was deployed, a 2.5 x 20 non-abbott stent system was advanced and the stent was deployed and a 2.75 x 20 non-abbott stent system was advanced into the anatomy and the stent was deployed. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the reported difficulties. It is likely that the stent interacted with the calcified lesion, contributing to damaging the stent resulting in resistance during retraction into the guiding catheter as there was no damage noted to the stent or stent delivery system (sds) during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that an interaction with the guiding catheter and anatomy contributed to the stent ultimately dislodging from the balloon. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgements for this lot. There is no indication of a product quality deficiency.